Event description:
As reported, during a pulse field ablation procedure, the hub of a performer introducer¿s dilator separated upon advancement of the device into the femoral vein over an unspecified wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a pulse field ablation procedure, the hub of a performer introducer¿s dilator separated upon advancement of the device into the femoral vein over an unspecified wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 01jul2025. The access site was normal. Resistance was not encountered during insertion or removal and as per the physician, "it just broke off". The anatomy was not stenosed, tortuous, or calcified. Reportedly, an unspecified "stiff wire .035" guidewire was used during the procedure. The procedure was completed using another sheath set. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was broken off the dilator. Glue residue was present on the dilator shaft, near the hub separation. No other damage was noted. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for this lot number. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A supplier investigation was conducted. The supplier concluded that the dilator tube was not fully inserted into the hub. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. There are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Based on the information provided and the results of the investigation, cook has concluded that a supplier manufacturing deficiency contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 01jul2025. The access site was normal. Resistance was not encountered during insertion or removal and as per the physician, "it just broke off". The anatomy was not stenosed, tortuous, or calcified. Reportedly, an unspecified "stiff wire .035" guidewire was used during the procedure. The procedure was completed using another sheath set.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.